Event description:
It was reported that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection, hematuria, catheter blockage and catheter leakage when they were asked of complications faced while using the silicone foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was available. A potential root cause for this failure could be "materials of construction are not biocompatible". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use for the needle-free sampling 1. Kink the drainage tubing at a minimum of 5cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection, hematuria , catheter blockage and catheter leakage when they were asked of complications faced while using the silicone foley catheter. It was unknown what medical intervention was provided.